Event description:
Device malfunction: filter basket recovery issue. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of a mildly calcified left internal carotid artery and during recovery of the filter basket the recovery catheter 2 catheter tip would catch on the edge of the stent due to curvature in the vasculature, where the stent was implanted. Recovery catheter 1 was advanced past the stent and the filter basket was recovered successfully. No patient injury or adverse effects were reported. No additional information available.

Manufacturer narrative:
During a processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.